Event description:
A postoperative infection was reported. Reportedly, the patient was implanted with a double-chamber pacemaker esprit d sn: (B)(6), (B)(6) 2022. The patient underwent pacemaker removal on (B)(6) 2023, with good postoperative parameters.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Esprit d sn :(B)(6). Sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 19 sept 2021 - use before date: 07 avril 2023 - sterilization lot number: s0515 - 3547 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. Please refer to the attached analysis report.